Event description:
Distractor weld broke at the activation arm. The broken pieces were removed. The foot plates were left in patient bilaterally.

Manufacturer narrative:
Correction made to MFR report number. Original follow up stated MDR 9610905-2017-00056 and was submitted on april 13, 2017. Corrected MFR report number is 9610905-2016-00056. An investigation was performed using visual and stereo microscopic inspection on the distractor returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects observed. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.